Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer experienced feeling unwell and obtaining a sensor scan result of 52 mg/dl. Customer reported he did not remember the low glucose alarm sounding (low glucose threshold set at 80 mg/dl). Customer was transported to a hospital via ambulance and was hospitalized for hypoglycemia. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) were updated based on an extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer experienced feeling unwell and obtaining a sensor scan result of 52 mg/dl. Customer reported he did not remember the low glucose alarm sounding (low glucose threshold set at 80 mg/dl). Customer was transported to a hospital via ambulance and was hospitalized for hypoglycemia. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section d4 (serial no) has been updated to 3mh003xj1xd based on the returned product. Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. Sensor 3mh003xj1xd has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on the sensor patch. Data was extracted using approved software and the sensor was in sensor state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. The sensor was activated with a known good reader, a linearity test was performed, and the low glucose alarm was successfully activated. No malfunction or product deficiency has been identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.